Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: no device history review was possible because the device was not returned and the lot# was not reported. A review of the complaint history indicated that the majority of complaints conclude that device disassembly is related to improper tightening of the blockers. The commonly associated user errors identified in previous complaint investigations concerning device disassembly are: failure to reach 12nm (under tightening, over tightening of the blockers, and/or cross threading of the blockers. Conclusion: the reported xia blockers (unknown lot#) were not returned and the failure (blocker loosening) was not confirmed. No device inspection manufacturing history review could be performed. Furthermore, root cause analysis could not be performed. It should be noted that the patient had a bmi of (B)(4) indicating that the patient was overweight. Overweight/obesity is indicated as a contraindication in the IFU and the IFU clearly explains that the implanted spinal systems are subject to device disassembly over time with exposure to physiological stresses and strains.

Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.